Event description:
Needle inserted into patient breast to do biopsy. Needle would not fire. 3 attempts were made and it would not fire. Spoke directly with customer who confirmed that the same biopsy needle did not obtain core sample after three attempts. The physician opened a second device and obtained core biopsy sample.